Event description:
A customer contacted beckman coulter inc., (bci) stating that the coulter lh750 analyzer generated a high basophil result on initial run and upon rerun the basophil result was normal. Based on the field service engineer (fse) feedback, other differential parameters were also impacted. Sample data and raw data files were requested but not provided. Erroneous results were not reported out of the lab. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Qc is run 3 times a day and results were within assay ranges before the event. Field service engineer (fse) was dispatched: the fse inspected the instrument and noted the instrument is running in high temperature mode. Hot air from chemistry unit was blowing on the lh750 analyzer. The specimen temperature was 87.91f. Customer to have facility work on air flow to hematology area. The fse was working on getting the hot air from the chemistry unit deflected from the lh750 analyzer. The fse verify flow-cell alignment, differential chemistry volumes, and qc. After the temperature was regulated to a lower level, the differentials started looking much better; the patient results were within limits and qc was within specifications. The fse explained to the customer the importance of controlling the temperature on the analyzer. High temperature can impact kinetic activity with the differential. However, root cause cannot be determined based on available information.